Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 3 of 3 MDR submission as mw5185304 is associated with medwatch# mw5185303 and mw5185302. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that they experienced unspecified low adc device readings compared to readings from finger stick tests. Adc customer service successfully contacted the customer to gain additional details regarding this event. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.